Event description:
It was reported that device separation occurred. A rotawire drive was selected for use. During the procedure, outside the patient, it was noted that device separated during rotation. There was no resistance felt during insertion and removal of device. There were no internal remains or presence of residue in the body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).